Event description:
Pump was sent in to service with a note stating "fc 513". Although an attempt was made, no additional information was obtained regarding patient injury, medical intervention or whether or not the pump was on a patient at the time the reported condition occurred.